Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 2760 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient was in the ICU (intensive care unit) and they thought the pump may not be working. The hcp was calling to get in touch with a representative and did not have any notes on what the patient's history was. It was indicated the managing physician had no information regarding this event. Additional information received from an hcp on (B)(6) 2020. It was indicated that an unknown manufacturer representative was paged out and interrogated the pump, but the results of the interrogation and the identity of the representative were unknown. The cause of the ICU admission, the patient's symptoms, and the interventions taken to resolve the issue were unknown. The patient was reportedly discharged on (B)(6) 2020.